Event description:
The customer reported via phone call that the insulin pump alarmed no delivery twice. The customer's blood glucose was 301 mg/dl. The customer was unable to perform troubleshooting because the alarm had already been resolved by a complete set change. The customer explained that the alarm had occurred during manual prime. The customer was advised that the infusion set and reservoir would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.